Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.6; lab: 0.9. Pt #2 had been hospitalized for a gi bleed a few days prior to the test. Pt was not on coumadin for the test, but may have been on heparin/lovenox in the hospital. Caller did not have medication list or info from hospitalization. Pt had atrial fibrillation.